Event description:
It was reported that the patient experienced chest pain. Upon interrogation, the atrial lead showed high threshold. A lead perforation was suspected. Echocardiogram showed a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was additionally reported that the pericardial effusion was drained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report.

Event description:
It was reported that the patient experienced chest pain. Upon interrogation, the atrial lead showed high threshold. A lead perforation was suspected. Echocardiogram showed a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.